Manufacturer narrative:
Covidien technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The cse recommended replacing the gui real time clock. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the graphical user interface (gui) inoperable. There was no pt involvement at the time of the event.